Manufacturer narrative:
Related components of the device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 773291007, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 774019007, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient stated that there is a device malfunction with his artificial urinary sphincter (aus) and he is fully incontinent again. The patient wondered if his device was one of the ones that had been recalled, however, it has been explained to him that the recall only affected devices that were still in the manufacturing stage. The patient inquired if the device could be fixed and it was explained to him that it would most likely need to be replaced as the device is irreparable. The patient stated that he is ineligible for surgery since he had a heart attack, a stoke and had blocked vessels in the neck and is on blood thinners. No more information is available at the moment, additional information will be provided as it becomes available.